Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct h10 (information regarding the user's reprocessing steps was inadvertently omitted from the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. It is unknown if the device was cleaned, disinfected, and sterilized prior to requesting repair. It is unknown when the foreign material adhered to the scope. It is unknown if there was a delay to the start of precleaning. The nozzle was flushed with air and water during precleaning. It is unknown if the nozzle was wiped/brushed with a clean lint-free cloth, brush, or sponge. The nozzle was flushed with detergent solution. It was also noted that the suction button could not be removed. The event can be detected by following the instructions for use (IFU) which state: "9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had problems with the aspiration system and the suction valve was stuck. There was no patient harm associated with the event. Upon inspection and testing of the customer returned device, the nozzle was found clogged with foreign matter. The MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. The customers complaint of problems with the aspiration system was confirmed, but the suction valve stuck was not confirmed. Additional the following non-reportable malfunctions were found during the device evaluation: insufficient angle, plastic distal end cover/probe cover had scratches and discoloration, suction cylinder was scratch, image guide (ig) coil scratch coat peeling and corrugated tube discoloration, coloring crack, bending section cover or distal sheath adhesion chip, adhesion crack and cloudiness, objective lens adhesion peeling, pair object lens scratched, maehan floating, light guide (lg) lens adhesive peeling and cloudiness, switch (sw) button 1 scratch, side scratch, label peeling, and connector flooding. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.